Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing and a contaminated dso and uso sensor. Error code 1620 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the clock battery was overdue (1539) and there was error code 1260. The issues were found during testing stage. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.